Event description:
The facility alleges the staples were blocked in the tip. The condition occurred during use. No patient injury or medical intervention was reported. No additional information was available.

Manufacturer narrative:
The actual device has not been returned for evaluation. Teleflex medical is in the process of retrieving unopened samples from the facility to perform an evaluation. Once additional information becomes available, a follow-up report will be provided.